Manufacturer narrative:
Device eval: the suspect device eval/investigation has not been completed. A follow-up report will be submitted when the eval is completed. Eval, conclusions: a follow-up report will be submitted when the device eval has been completed.

Event description:
The transducer gave a false high reading. Another transducer was used to finish the case. There was no harm or injury to the pt.